Event description:
Per the clinic, the patient experienced an overgrowth of skin tissue around the implant site. The patient underwent several debridement procedures (dates not reported), and the abutment was also exchanged on (B)(6) 2013. Additional information has been requested, but not provided as of the date of this report, (B)(4) 2013. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, on (B)(6) 2011, the patient underwent a procedure for debridement of the implant site subsequent to sustaining trauma to the site approximately once week prior. The patient was also treated with oral antibiotics (type and amount not reported). On (B)(6) 2012, the patient underwent the second procedure for debridement of site due to skin overgrowth. On (B)(6) 2013, the patient underwent a third procedure for debridement of site and abutment exchange. The implanted device remains. This report is filed (B)(4) 2013.